Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Review of design/process (B)(6) confirmed that the failure mode is identified in the risk management document.

Event description:
It was reported to the aci sales professional on (B)(4) 2011 that a patient who underwent a catheterization procedure sometime during the week of (B)(6) 2011 where mynx was used for femoral artery closure, returned to the physician's office sometime post procedure (timeframe unknown) with oozing and extensive puffiness at the access site. It was reported that the physician determined the patient had cellulitis (although there is no report that cultures were taken) and was administered an unknown brand of antibiotics administered intravenously. It is unknown at this report whether or not the patient was hospitalized overnight. No further information was provided.